Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Sterile expiration date- n/a.

Event description:
It was reported that during an initial hip arthroplasty, the broach handle would not fit the implant. It is unknown if this resulted in a procedural delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that during an initial right hip arthroplasty, the broach handle would not fit the implant. It is unknown if this resulted in a procedural delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant medical products - unknown broach handle.